Event description:
On (B)(6) 2013, gamma3 surgery was performed. The patient presented at the hospital with pain on (B)(6) 2014. The nonunion and nail breakage were confirmed. On (B)(6) 2014, revision surgery was performed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the broken nail was not returned to stryker (B)(4); according to information received the customer required product return immediately. Thus, the nail was not available for investigation. Review of the device history records of the affected nail revealed no conspicuities in material or manufacturing of the affected nail. The device reported was not returned to stryker (B)(4). Thus, a physical examination of the broken nail was not possible. Referring to the x-rays and photos received the nail is completely broken in the webs of the proximal drill hole for the lag screw. Marks (bearing points) and material deformation at the medial / distal and the lateral / proximal edge of the lag screw hole indicate high tension forces caused by high axial load - transmitted by the lag screw. Appearance of damage shown on the photos received suggests that the nail broke due to axial overload after an implantation period of 15 months. The statement in the event description ¿patient came to the hospital because of pain on (B)(6) 2014, then the nonunion and nail breakage were confirmed¿ is supported by one of the x-rays received which suggests the fracture site being a non-union. Based on the above it can be assumed that the nail breakage is not linked to a deficiency of the device, but is rather patient related (insufficient bone healing / non-union contributed by high axial load) after an implantation period of 15 months). No non-conformity was identified. Device was not returned.

Event description:
On (B)(6) 2013, gamma3 surgery was performed. The patient presented at the hospital with pain on (B)(6) 2014. The nonunion and nail breakage were confirmed. On (B)(6) 2014, revision surgery was performed.